Event description:
According to available information, a revision procedure was performed, this lead was surgically abandoned and replaced.

Event description:
Boston scientific crm received information that during a follow up visit, the patient with this right ventricular lead reported experiencing dizziness and light headedness symptoms. Interrogation revealed this lead displayed a high out of range impedance measurement. A review of the electrograms revealed ventricular tachycardia and atrial tachycardia response episodes had occurred. In addition, noise was displayed. Normal threshold measurements were obtained. The patient with this lead was referred to a surgeon for a possible lead revision. No further adverse patient effects were reported.

Manufacturer narrative:
As this lead was not returned for analysis, boston scientific crm cannot confirm nor deny this reported clinical allegation. Should additional information become available, this event will be updated.

Manufacturer narrative:
According to available information, this lead remains implanted and in service. Should additional information become available, this event will be updated.